Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced a stroke . The index procedure treated the 90% stenosed, 5.5x25mm target lesion located in the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation, a 25% residual stenosis remained. One day post the index procedure, the patient presented with aphasia and right hemiparesis and a CT of the head was performed with no hemorrhage noted. The same day, a CT angiography of the neck with contrast revealed hemodynamically significant stenosis of right carotid bifurcation. A stent was visualized in the left carotid (target vessel) with the lower portion of the stent widely patent. The upper portion of the stent was narrowed, but flow still remained through the stent and the remaining cervical segment of the left internal carotid opacifies normally. CT angiography of the head revealed moderate atherosclerotic changes at the posterior cerebral arteries with segmental stenosis and moderate calcification at the distal internal carotid arteries. There was no evidence of hemorrhage or acute territorial infarction. The patient was treated with tissue plasminogen activator for acute left middle cerebral artery stroke and was considered greatly improved by the next day. The patient was started on warfarin due to chronic atrial fibrillation. The event was considered resolved without residual effects on day seven and the patient was discharged to inpatient rehabilitation. The patient was instructed to continue taking clopidogrel and aspirin.